Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable ise indirect gen.2 results for three patient samples form the cobas 6000 c (501) module. Of the data provided, only the potassium results for one patient sample were a reportable malfunction. The initial potassium result was 3.91 mmol/l and the repeat result on another cobas 6000 c (501) module was 4.33 mmol/l. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct. There was no adverse event. The electrode lot number and expiration date were requested but was not provided. The field service representative found an issue with the ise sipper and pinch tubing which he replaced. He ran ise checks and the customer ran calibration and qc which were all acceptable. The service actions appeared to have resolved the issue.